Event description:
Breathing circuit is not detected.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device(s) failed to meet its specifications at the time of the event. The root cause was identified as a tolerance problem that left the tubing of the device breathing circuit out of position and therefore, the tube detection by the device became unreliable and resulted in tube disconnection alarms. After scrapping and replacing the parts (device breathing circuits) as correction, the units were working as required. An improvement in the production process was initiated to consistently solve the technical problem. There was no patient or user harm.